Manufacturer narrative:
(B)(4). Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and with the lab on one day. The results were as follows: (B)(6) inratio=5.2, warfarin held this night and then on (B)(6) continued with alternating 3.5 mg and 3.0 mg. (B)(6) inratio=2.1,2.3, (B)(6) inratio=2.1, (B)(6) inratio=2.7, (B)(6) inratio=2.5, dosage from (B)(6) changed to 4.5mg daily. (B)(6) inratio=3.0, on (B)(6) pst took 4mg, (B)(6) inratio=4.7; lab inr=3.47. Therapeutic range: 3.3-3.6. Prior results: (B)(6) inratio=2.9, (B)(6) inratio= 4.4, patient self tester states warfarin was held this night (unsure). Patient was milking his finger on (B)(6) and indicated he does have to do this sometimes, he did not think it occurred with all of the tests but definitely with the test on (B)(6). Also, on (B)(6) his wife noted that she had observed him "poking at the sample with the end of the capillary tube" moving the sample around on the strip. Customer could only confirm that this occurred with the (B)(6) inratio inr.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Although improper techniques were identified, a root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.